Event description:
It was reported that a coronary drug eluting stenting treatment procedure a thrombosis and death occurred. In the target lesion was located in the ostial left anterior descending artery (lad), the diameter of the lad was reported as 30 mm. A 3.00 x 12 mm taxus express2 drug eluting stent was deployed to 16 atms in the lad. The patient was placed on plavix for 6 months and discharged to home. 268 days after the initial procedure the patient presented to the ER with chest pains. In the cath lab the patient had a temporary pacemaker and an intra aortic balloon pump placed. CPR was then administered and the patient was defibrillated six times. A thrombosis was found in the previously placed 3.00 x 12 mm taxus stent. A maverick balloon was used to inflate the lad to 6 atms for 11 seconds and to 8 atms for 5 seconds. Ivus was then performed and a 2.75 x 32 mm taxus stent was placed at the lad thrombosis site at 16 atms for 22 seconds. The patient proceeded to deteriorate into cardiac arrest, cardiogenic shock and respiratory arrest and expired in the cath lab. In the opinion of the physician the thrombosis is related to the taxus stent. The cause of death is reported as respiratory arrest.